Event description:
Line was placed in right femoral line of pt on (B)(6) 2018 and leaking was noticed from the blue hub of the triple lumen catheter on (B)(6) 2018. Due to the pt's condition, the line was left in place and the port was locked. Due to care requirements, a second line was placed in the left femoral line in order to provide the cares, the locked port wouldn't allow. This was a triple lumen 5fr 12cm catheter manufactured by cook medical. This was reported to the MFR with their (B)(4).